Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer indicated that their doctor advised them to have the pump replaced. The customer stated that their blood glucose levels have been high and yesterday they were 547 mg/dl. This morning, customer's blood glucose was 90 mg/dl and within two hours went to 200 mg/dl. Offered to troubleshoot for high blood glucose but the customer declined. The customer stated she will troubleshoot once she is able to download the pump. The pump was not returned for analysis at this time.